Event description:
In 2009, the lay user/pt's mother contacted lifescan (lfs), alleging that the pt's one touch ultralink meter was reading inaccurately high. The medical surveillance specialist (mss) spoke with the rptr on may 4, 2009, and obtained the following information. The pt's mother reported that on the afternoon of approx two days prior to original date, she tested the pt with the subject meter and obtained an alleged high blood glucose reading in the high 400 or low 500 mg/dl range. One hour prior to obtaining the alleged high reading, the rptr stated that her daughter had tested a "128 mg/dl." As a result of the reading, the rptr claimed she gave her daughter a bolus of novolog insulin (unspecified amount). Approx 10 mins after administering the insulin, the pt's mother claimed that her daughter became shaky and told her she felt low. At the onset of the symptoms, the rptr stated that she tested the pt with the subject meter and obtained a reading of "42 mg/dl" and immediately treated her with food and/or drink. The rptr confirmed that the pt felt better afterwards. The rptr informed the mss, that the subject test strips had recently been opened. It is unk if the rptr ran a control solution test on the reported product. Replacement products were sent to the pt. This complaint is being reported because the pt claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
(Date of birth) not provided. Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection I a supplemental report.